Manufacturer narrative:
The customer indicated that quality controls were within the laboratory established ranges prior to and after the event. The customer indicated that the samples were venipuncture samples. No other sample collection information or method of analysis was provided by the customer. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse observed bubbles in the rbc diluent dispenser. The fse replaced the diluent dispenser which resolved the issue. The cause of the result discrepancy is related to bubbles in the rbc diluent dispenser. Background failures alerted the operator to an instrument problem. MDR 1061932-2013-01104 is related to this event which documents the results obtained on (B)(6) 2013.

Event description:
A customer contacted beckman coulter (bec) reporting that mean corpuscular hemoglobin concentration (mchc) patient results recovered low for three (3) samples generated on the coulter lh 780 hematology analyzer. This event occurred over two (2) separate days ((B)(6) 2013). This report documents the results obtained on (B)(6) 2013 for two (2) patient samples. The samples were rerun on an alternate instrument based on the patients' clinical history and previous mchc recovery. A review of the data provided by the customer showed that the initial run generated h/h check background failures along with higher results for red blood count (rbc), hematocrit (hct), and platelet (plt) and lower results for mean corpuscular hemoglobin (mch) and mchc when compared to the results obtained on the alternate instrument which were reported out as correct. No instrument generated suspect messages were obtained on the initial runs. There was no death or affect to patient treatment in connection to this event.